Event description:
Pt had a total knee arthroplasty in 2007. It was discovered that the implant had a loose locking mechanism, where the locking bar component had backed out. Revision surgery performed five months later.